Event description:
The customer reported the generation of erroneously high sodium (na) and potassium (k) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data four (4) patient samples.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with their au480 chemistry analyzer. Cts recommended an enhanced clean of the analyzer and replacement of the buffer syringes. Beckman coulter field service engineer (fse) visited the site and determined the failure mode as defective buffer valves. Replacement of the buffer valves resolved the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).